Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens on (B) (6) 2009 and the lens was explanted on (B) (6) 2009. The patient was diagnosed with fuchs corneal dystrophy and complained of decreased vision, discomfort and photophobia. The reporter indicated the incident was due to miscalculation of the lens power.

Manufacturer narrative:
(B) (4) photophobia. No complaint against the lens. Results: visual inspection of the returned product showed the lens was cut in half and a haptic was torn off and missing. There was evidence of a clear surgical residue. (B) (4).